Event description:
A consumer reported inaccurate results with family member's one touch meter. In 2001, pt was not feeling well and was experiencing dizziness and lightheadedness. At 09:00pm pt had a blood glucose reading of 414mg/dl on ot meter. Pt took set amounts of insulin but still was not feeling well. Pt was taken to hospital where pt was admitted with blood glucose of 300mg/dl. Pt was treated with insulin and discharged home on the next day. No further info is available. No allegations of harm have been made.